Event description:
It was reported to philips that the device was unable to analyze a 12 lead. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported by the customer.